Event description:
No cracks or obvious damage to the tubing was visible. The line was attached to the patient, and it was during administering of pre-medications for chemotherapy when the leak was identified. The patient was not harmed, but another order for pre-medications was obtained, since it was uncertain how much, or if any of the medications that were being administered at the time of the leak successfully reached the patient.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified additional patient information: admitting diagnosis: invasive ductal carcinoma of right breast race: caucasian.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Lot unknown, but likely lot # 19053017. Additional information was requested (including patient information), but was not provided.

Event description:
It was reported there was a leak from the upper fitment. The tubing was attached to a normal saline kvo ("keep vein open") infusion.